Manufacturer narrative:
The review of data provided confirmed the reported issue: on (B)(6) 2025, the calculation of the time to rrt (recommended replacement time) of the subject alizea device with the smartview 3.14j is 3-5 years when it is 7-10 years with smartview 3.18. Data from (B)(6) 2025 were provided. The device was released from manufacturing on 22 november 2023 and implanted in japan on (B)(6) 2025. The investigation of the data provided showed that minimum battery voltages (2,93v) were recorded around (B)(6) 2025 around (B)(6) 2025 most probably during storage or transportation while the subject device was still in its box. Those dates correspond to the cold season in the north hemisphere of the world. The battery voltage increased again when the subject device was implanted. This corresponds to a normal behavior. By design, in smartview 3.14 the calculation of the time to rrt for alizea devices is based on the minimum recorded battery voltage, leading to shorter estimated time to rrt. The improvement on the calculation of the time to rrt has been released with smartview 3.16. Therefore, the correct time to rrt is displayed on the smartview 3.18: between 7 and 10 years. The device had a remote monitoring follow-up on 2 june 2025 that displayed normal time to rrt: 7-10 years. The device can remain implanted with normal follow-up schedule. It is highly recommended to use smartview 3.22j for the next interrogation. No malfunction is suspected on the subject device.

Event description:
Reportedly, during a regular followup on (B)(6) 2025, the residual longevity of 3-5 years was confirmed. As this device was implanted on (B)(6) 2025, it is suspected early battery depletion.